Event description:
On 5/1/2024, it was reported by a sales representative via phone that an ar-1934bct-2 biocomposite suturetak anchor bent during insertion. An inserter and guide were used for the insertion of the implant. Nothing broke in the patient. The case was completed using a new anchor. The procedure was delayed two minutes. This was discovered during a patella tendon avulsion procedure on (B)(6) 2024.

Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation. If the device becomes available for evaluation, a follow-up report will be submitted.

Manufacturer narrative:
Additional information: g3, h3, h6. Based on the information provided which may include the device (if available and returned), pictures, videos, event description, and any additional information from the field, arthrex was able to conclude a most likely cause. The most likely cause for the reported failure can be attributed the most likely cause for the reported failure can be attributed to user error of the device due to misaligned insertion and/or prying/leveraging the device during use.